Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted.

Event description:
Physician reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, extended opening, weight within specification. A microscopic analysis was performed which identified; an extended sharp opening on posterior in the same location of crease. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.